Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician noticed that the tip of the neuron max 6f 088 long sheath (neuron max) was broken. It was reported that there was a plastic part sticking out or over the neuron max and that there was a hole in the neuron max. The damaged neuron max was found prior to use and therefore, was not used in the procedure. It is unknown how the procedure was completed.

Manufacturer narrative:
Results: the distal tip of the neuron max 6f 088 long sheath (neuron max) was fractured approximately 92.0 cm from the hub. The neuron max was not functionally tested due to the observed fracture. Conclusions: evaluation of the returned device revealed that the distal tip of the neuron max was fractured. This type of damage likely occurred due to the packaging mandrel pinning the distal tip of the catheter on the plastic packaging tube during removal of the device. The packaging mandrel is held in place on the packaging card and is designed to stay in place upon removal of the catheter. If the catheter is retracted at an angle, it may cause the distal portion of the catheter to become pinned between the packaging tube and mandrel. Subsequently, damage such as a fracture may occur. There was no visible damage to the dilator. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.